Event description:
It was reported that stent damage occurred. A 3.00mm x 20mm liberté stent was selected and advanced to treat the target lesion. They performed the two wire technique and engaged deeply to the coronary vessel but this device was unable to cross the lesion. When the device was removed from the patient, the stent was found to be lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).